Manufacturer narrative:
Date of this report: 09may19. Date received by MFR: 23apr19. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse was able to duplicate the reported issue. Pse also found the oxygen (o2) concentration was slightly low but within tolerance range. Pse found the unit's filters were dirty. Pse replaced the unit's power switch overlay to resolve the reported issue of alarm led failed. Pse replaced the unit's flow sensor as preventative measures to resolve the o2 concentration being low. Pse also changed the unit's air inlet filter and cooling fan filter. Unit was tested and passed. Unit ready for service.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had an error message of alarm led (light emitting diode) failed. The customer reported there was no patient involvement. The event date was not specified; estimate used.